Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer (fse) found that enhanced half-height drawers 3.1 and 3.2 and their cubies were not detected on the bus. The fse opened the back panel and found that the lights on the pyxis module controller board were off. The fse powered down the station and noticed a tablet behind the drawer, with the foil side pressing against the pyxis module controller board. The fse removed the tablet, reseated the bus cable, and powered the station back on, but the lights on the pyxis module controller board were still off. The fse replaced the pyxis module controller board and rebooted the station. The board powered on, firmware was allowed to upgrade, and testing was performed in the hardware testing application. The drawers then appeared in storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a4eb multiple drawers 3.2 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.